Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pace impedance measurements of greater than 2000 ohms resulting in a lead safety switch. The noise was being oversensing and there was pacing inhibition with asystole greater than 2 seconds observed. Subsequently, the lead was surgically abandoned and replaced. The new rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).